Event description:
Per the clinic, the patient experienced an extrusion of device. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device.

Manufacturer narrative:
It was also reported that the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported).